Event description:
It was reported the surgical procedure on (B)(6) 2014, to replace the patient's octrode lead was abandoned (reference MFR report 1627487-2014-02578). The surgeon removed the octrode lead without difficulty and attempted placing a penta lead. The ssep neuro-monitoring testing showed that the sensory/motor response was 90% down on left and right sides. The surgery was stopped, the penta was removed, and the incision closed. Neuro-monitoring continued and the sensory response signals returned slowly. The patient was under general anesthesia and actual motor function was not tested during the procedure. The patient's pns leads and ipg remain implanted. On (B)(6) 2014, the patient had no motor deficits and was moving his legs normally.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.